Manufacturer narrative:
The driver was received at the manufacturer for evaluation, and the reported condition of the device turning on by itself was duplicated. Based on the investigation details, the likely cause was problems with the potted trigger assembly and flex strip in the motor assembly. Those parts were each replaced along with other components. Service repaired and returned the device to the customer.

Event description:
It was reported that the driver turned on by itself prior to a surgical procedure. There were no adverse consequences reported as a result of this event. The account advised that no other information is available about the event.